Event description:
The customer reported that there were intermittent communication failed errors. This error results in a sys lock up, no boot or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.